Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that prior to implant, the company representative attempted to interrogate the device wirelessly, but it was not possible. Multiple attempts were made, but it was not possible to interrogate the device wirelessly. The rep attempted to interrogate another device with the same programmer, and was successful. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A fault in the hybrid circuit was discovered. The cause was narrowed to a faulty radio frequency (rf) module related to the voltage controlled oscillator (vco) fine frequency trim failure.